Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown mdm/adm poly insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to unknown reasons. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the (B)(6) 2024 revision. As per pss implant request: failed right total hip arthroplasty. Primary r tha - 2015 right acetabular fracture, r tha failure requiring cup revision - (B)(6) 2020 recurrent dislocations requiring revision to dual mobility components - (B)(6) 2021 failed tha with aseptic loosening of acetabular component requiring cup revision - (B)(6) 2021 recurrent dislocations early 2024. Patient sustained proximal femur fracture during closed reduction attempt on (B)(6) 2024. Patient was then brought to the or for subsequent closed reduction attempt on (B)(6) 2024. Post-reduction x-rays revealed disassociation of femoral head with mdm head from prosthetic femoral head.